Manufacturer narrative:
The device is not available to manufacturer.

Event description:
It was reported that during the procedure of patient undergoing endovascular treatment of anaci (ophthalmic segment) on the right with stent due to the severer tortuosity and the topography of the aneurysm, the treatment with the atlas stent and embolization with metallic coils was chosen, but the stent did not progress satisfactorily inside the microcatheter, which made its use impossible. Then, the treatment chosen was the use of a surpass evolve flow-diverting stent, which did not present adequate opening of its mid-caudal portion when not implanted, due to the severe tortuosity and presence of kinking in the carotid supraclinoid segment, despite the maneuvers performed to attempt to open the stent. Thus, it was necessary to use a second surpass evolve stent (subject device), which also presented difficulty in expanding its mid-segment (although to a lesser extent). However, after angioplasty with the aid of a transform balloon (used as a medical intervention) it presented total expansion. The procedure was completed successfully.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the stent was unable to open when not implanted. The introducer sheath was properly inserted all the way into the microcatheter prior to transfer. While the introducer sheath was seated at the hub, the rhv was opened enough to allow passage of the device through without damage. The stent was being used with a stryker microcatheter. Another microcatheter was used to complete the procedure, however there are no allegations against the first microcatheter. When advancing the stent within the microcatheter, the rhv was opened enough to allow passage of the device through without damage. No excessive force was applied at any point while advancing the stent within the microcatheter. There were no allegations against the second stent, it worked properly. The catheter tip was not shaped. Access was through femoral. It was observed trough the fluoroscopy a narrowing or kink on the proximal end of the stent. No excessive force was applied at any point while advancing the stent/flow diverter within the microcatheter. The stent delivery microcatheter was retracted in a continuous movement while maintaining the position of the stent delivery wire. The size of the stent/flow diverter was appropriate for treatment site. The position of the stent/flow diverter was confirmed under fluoroscopy. The location of the stent/flow diverter when it failed to open was the ophthalmic section of the internal carotid artery. There was no resistance navigating the device, only at the time of the stent release. While additional information states a 0.017¿¿ excelsior xt-17 microcatheter was used to deploy the stent instead of a 0.027¿¿ excelsior xt-27 microcatheter it is most probable a 0.027¿¿ excelsior xt-27 microcatheter was used because there was no issue advancing the stent through the microcatheter and it would not have been possible to load the stent into the 0.017¿¿ excelsior xt-17 microcatheter. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported ¿stent failed/unable to open¿.

Event description:
It was reported that during the procedure of patient undergoing endovascular treatment of anaci (ophthalmic segment) on the right with stent due to the severer tortuosity and the topography of the aneurysm, the treatment with the atlas stent and embolization with metallic coils was chosen, but the stent did not progress satisfactorily inside the microcatheter, which made its use impossible. Then, the treatment chosen was the use of a surpass evolve flow-diverting stent, which did not present adequate opening of its mid-caudal portion when not implanted, due to the severe tortuosity and presence of kinking in the carotid supraclinoid segment, despite the maneuvers performed to attempt to open the stent. Thus, it was necessary to use a second surpass evolve stent (subject device), which also presented difficulty in expanding its mid-segment (although to a lesser extent). However, after angioplasty with the aid of a transform balloon (used as a medical intervention) it presented total expansion. The procedure was completed successfully.

Event description:
It was reported that during the procedure of patient undergoing endovascular treatment of anaci (ophthalmic segment) on the right with stent due to the severer tortuosity and the topography of the aneurysm, the treatment with the atlas stent and embolization with metallic coils was chosen, but the stent did not progress satisfactorily inside the microcatheter, which made its use impossible. Then, the treatment chosen was the use of a surpass evolve flow-diverting stent, which did not present adequate opening of its mid-caudal portion when not implanted, due to the severe tortuosity and presence of kinking in the carotid supraclinoid segment, despite the maneuvers performed to attempt to open the stent. Thus, it was necessary to use a second surpass evolve stent (subject device), which also presented difficulty in expanding its mid-segment (although to a lesser extent). However, after angioplasty with the aid of a transform balloon (used as a medical intervention) it presented total expansion. The procedure was completed successfully.

Manufacturer narrative:
D4 lot # - corrected from unknown to 22469167.